Event description:
It was reported that, after a tka had been performed on (B)(6) 2023, patient experienced pain and dislocation. This adverse event was addressed by performing a revision surgery in which the whole system was exchange. Surgeon did not think products failed. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H6: medical device problem code.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, in the absence of the requested relevant medical documentation, clinical factors which could have contributed to the reported pain and dislocation could not be definitively concluded, and a causal relationship between the smith and nephew¿s devices and the reported adverse events could not be established with the limited information provided. Per report, this adverse event was resolved with a revision approximately 7-months later, however, it is unknown which products were exchanged. According to the report, the surgeon does not think the products failed. The impact to the patient beyond the revision could not be determined since the health status of the patient is unknown. Therefore, no further clinical/medical assessment is warranted at this time. Devices´ batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.